Manufacturer narrative:
Pump received button error alarm and intermittent button response due to corroded keypad traces. No moisture damage found inside the pump. No ramping numbers anomaly noted. Pump passed displacement test, operating currents, self test and off no power test. No battery out limit alarm. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had battery out limit alarm and button error alarm. The blood glucose at the time of the incident was 211 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.